Event description:
The patient reported blood glucose results of "160 mg/dl" with the lifescan meter and "90 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The control solution was replaced.